Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "don¿t do get knee replacement!! It doesn¿t take the pain away!! It just changes it! It most definitely changes your mobility! I had double knee replacement and regret it every day I would go back to bone on bone in a second!"